Event description:
It was reported that several bd nexiva¿ closed IV catheter systems were defective and difficult to disengage the needle from. Additionally, the needle was unable to be removed from another catheter. The following information was provided by the initial reporter: "customer has had several IV catheters (6-8) that were hard to disengage the needle however, they had one IV that they were not able to get the needle off of the catheter so that the patient had to get stuck again. The issue is after they withdraw the needle from the catheter, it is would not disengage from the septum"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd nexiva¿ closed IV catheter systems were defective and difficult to disengage the needle from. Additionally, the needle was unable to be removed from another catheter. The following information was provided by the initial reporter: "customer has had several IV catheters (6-8) that were hard to disengage the needle however, they had one IV that they were not able to get the needle off of the catheter so that the patient had to get stuck again. The issue is after they withdraw the needle from the catheter, it is would not disengage from the septum".

Manufacturer narrative:
H6: investigation summary: bd received 20 sealed 22x1.00in single port nexiva devices from lot 1362465 for the investigation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects. Each of the units were able to retract without difficulties. Next, visual inspection of both the needle and tip shield did not show any defect that could have led to this defect. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defects. As the units decoupled without any issues and no visible defects were found on the returned device a definitive root cause could not be determined.